Manufacturer narrative:
Citation: montalto c, et al. Outcomes after transcatheter aortic valve replacement in bicuspid versus tricuspid anatomy: a systematic review and meta-analysis. Jacc cardiovasc interv. 2021 oct 11;14(19):2144-2155. Doi: 10.1016/j.jcin.2021.07.052. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter aortic valve replacement (tavr) in bicuspid aortic valve (bav) versus tricuspid aortic valve (tav) anatomy. All data was collected from a meta-analysis review of 17 studies published between 2013 and 2020. A total of 181,433 patients were included in the study population (predominantly male, mean age 78.1 years), comprising 174,764 with tav and 6,669 with bav. An undisclosed number of these patients were implanted with a medtronic corevalve or evolut r transcatheter valve. No unique device identifier numbers were provided. The one-year mortality rates were 91.3% and 90.8% in bav and tav patients, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Non-death adverse events included: major vascular complications, myocardial infarction, stroke/transient ischemic attack, major or l ife-threatening bleeding, annular rupture, coronary occlusion, valve embolization (dislodgement), conversion to surgery, need for second valve implantation, new permanent pacemaker implantation, and moderate to severe paravalvular leak. Medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.